Event description:
It was reported that during a da vinci-assisted cystocele repair procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) was on site and reported that the site encountered repeated recoverable faults on universal surgical manipulator (usm) 4. Prior to calling, the customer attempted to power cycle the system with no resolve. An isi technical support engineer (tse) was contacted and advised the site to perform a second hard power cycle, however, the customer had to disconnect the call. The tse reviewed the system logs and confirmed the site continued using the system by disabling usm4 and using the remaining three usms. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced usm4 in accordance with isi procedures. The system was tested and verified as ready for use. Isi received the usm involved with this complaint, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-failure analysis investigation and/or if additional information is obtained. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a cystocele repair procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in fields g3, g6, h2, and h3. Evaluation information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported failures. The unit was tested on an in-house system and failed normal mode as it triggered the same errors on the clockspring and rolling loop. The clockspring and rolling loop fiber cables were swapped out with new ones and the errors no longer occurred. The original clockspring and rolling loop fiber cables were re-installed and the errors returned. The unit went through testing on a testing platform and passed all the tests that were performed the dof 7 stator, clockspring, and rolling loop will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.